Event description:
The rn called respiratory to report that the ventilator wasn't ventilating. We disconnected patient from vent and patient was ventilated via ambu resuscitator bag while ventilator was exchanged for another. The patient was placed back on the vent with no adverse reaction noted. The nurse was at patient's bedside when this occurred. The ventilator screen went blank with no warning. Respiratory attempted to restart it but it would not come back on. Taken to biomed.